Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the subject device tested positive for following bacteria; air channel; staphylococcus warneri (1cfu/endoscope) suction channel; klebsiella pneumoniae (1cfu/endoscope), staphylococcus aureus (1cfu/ endoscope), micrococcus luteus (3cfu/ endoscope), moraxella sp. (1cfu/ endoscope) and enterococcus faecalis(1cfu/ endoscope ) the test indicated no microbial growth for the auxiliary channel. The user facility had reprocessed the subject device using a non-olympus automated endoscope reprocessor (poka yoke) with peracetic acid. There was no report of infection associated with this report.